Event description:
Blood line disconnected from arterial connector to dialyzer. There was no pt injury or medical intervention.

Manufacturer narrative:
The affected bloodline was discarded by the clinic and, therefore, was not available for examination. Co is unable to precisely determine the cause of this complaint without examination of the affected product. No lot number was reported by the facility, therefore, no product could be obtained from the facility or the MFR's warehouse for investigation nor could co trend the frequency of this problem by lot number. However, information given by the clinic indicates that the disconnection was the result of a break at the base of the connector. The MFR is not able to determine the precise cause of this complaint. A saline leak during prime poses no risk to the patient as the patient is not connected to the extracorporeal circuit. Corrective action: without the affected product for examination or a lot number to obtain same lot samples for investigation. Co is unable to determine the exact cause of this complaint. Without verification of the complained defect, corrective action can not be initiated. The MFR will monitor similar complaints if they occur.